Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 - 2021 - 01049.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 - 2021 - 01049.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified: a modular center post reamer (lot 6476839) was returned for evaluation. As returned, an unidentified guide pin is seized in the thru hole. The pin diameter measures 3.15mm at the cutting end of the reamer. The point of the pin is damaged. Two of four sides of the cutting feature is fractured/cracked. Material hardness is conforming to print specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Concomitant medical products: item number: unknown, item name: unknown guide pin, lot number: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the modular central post reamer cracked during a procedure. The guide pin remained inside the instrument and is unable to be removed. There was no impact to the patient reported. Attempts have been made and no additional information is available at this time.